Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an off no power alarm. Customer¿s blood glucose was 85 mg/dl at the time of incident. Customer stated that the insulin pump alarmed off no power without the low battery alert . Customer confirmed that the a new battery has always been used. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery power loss alarm, low battery alarm, off no power alarm due to blank display. Pump had corroded motor home switch. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.